Event description:
It was reported that the patient went in for a routine exchange of the implantable cardioverter defibrillator (ICD). The physician elected to deactivate the tachy therapy and program to atrial sense/pace only instead of replacing the ICD, thus extending the battery longevity of the device. Additionally, it was noted that this ICD was found in safety mode, which led to beeping tones. No programming options were made. At this time, this product remains in service and no adverse patient effects were reported.